Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. A review of the device data identified external noise and oversensing which resulted in several episodes of pacing inhibition of two to three seconds. These episodes occurred during patient procedures. The patient was brought into the clinic to address the impedance issue and all measurements were within normal limits. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.

Event description:
It was reported that the lead safety switch (lss) had been triggered for this system due to a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. A review of the device data identified external noise and oversensing which resulted in several episodes of pacing inhibition of two to three seconds. These episodes occurred during patient procedures. The patient was brought into the clinic to address the impedance issue and all measurements were within normal limits. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported. It was reported that this product was returned with no explant details. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Testing was completed and the device was verified to operate as expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.